Event description:
On 01/17/2000 an employee at the user facility received a needle stick while attempting to dispose of needle/insulin syringe combo. The employee alleges that the tumbler mechanism did not work resulting in the injury. Kendall's quality assurance department was notified of this event on 02/07/2000.